Manufacturer narrative:
The melting/breaking of the bur guard was most likely the result of the bur guard being pushed up onto the hand piece. When this happens, the nose cone comes into contact with the bur guard, and the friction can melt the bur guard.

Event description:
It was reported that during a tooth extraction, the bur guard broke and scratched and bruised the patients lip and chin.